Manufacturer narrative:
.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Customer's blood glucose level at the time 180mg/dl. No additional information is provided.